Event description:
The distributor reported that the pump dispensed insulin from the cartridge during a prime process.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history did not reveal any loss of prime or "no cartridge detected" warnings. Load and prime steps were completed with no malfunctions duplicated.